Event description:
The customer reported to olympus, the evis exera iii video system center was not connecting to their monitors via s-video or digital visual interface (dvi).

Manufacturer narrative:
Correction: incorrect model number was reported in the initial medwatch. Corrected b5, d1, d2, d4 and h6 component code. This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device evaluation confirmed the customer's event due to a faulty patient and printed circuit board. In addition, the subject device had minor scratches on the top cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the faulty patient and printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was not connecting to their monitors via s-video or digital visual interface (dvi). The issue was found during preparation for use. There were no reports of patient harm.